Manufacturer narrative:
Concomitant medical products: 310c31 tissue valve, implanted: (B)(6) 2012; 407652 lead, implanted: (B)(6) 2012; 419688 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.